Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue box did not appear on the screen to retrieve medication. A technical support specialist (tss) identified that the rxv request was still pending in medbank myqlink (mql) for approval and contacted pmc, who reported issues with data not transferring to docutrac. The pharmacy team approved the item, and customer successfully issued the medication. Tss advised the customer to reach out to docutrac support to resolve the underlying issue, and the case was then closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a software issue that leads to unable to issue medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a software issue that leads to unable to issue medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.